Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the display screen is stuck. The customer's blood glucose reading was 81 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump was received with no act button response due to moisture damage on the keypad traces. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to unresponsive buttons. No button error alarm noted. The insulin pump was monitored for several days, no unexpected blank display noted. No c13 isolated tape damage noted on the lcd board. No frozen screen noted during test and time clock advances properly. No unexpected screen changing on its own noted. No display anomaly noted. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window and cracked case.